Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. On (B)(6) 2015 ordered atp board preemptively as result of troubleshooting via phone. On (B)(6) 2015 upon inspection of the system at startup, I heard a brief but unusual set of 3 tones / beeping that did go away. Pendant showed red ¿x¿ on generator. Inspected logs and nothing unusual stood out. Logged into remote desktop and the generator was not ready, detector was ready. Sedecal generator application showed error 18 that could not be reset. Inspection of the ht controller board revealed no lit led¿s (j2 had +12v, -12, and +5v present). Ordered ht controller board with chip for replacement tomorrow. Staff was informed to reschedule any cases. On (B)(6) 2015 received and installed the ht controller with the original u3. The u5 was replaced due to damage during removal from old board. Calibration of kv loop (e06 set at 210), auto cal,& max dose completed. System checkout ¿ passed, navigation not available, staff notified, system fully functional. The ht controller board was received by the manufacturer for evaluation. Analysis could not confirm reported problem. Ht controller board was installed in the o-arm system 267 and ran without any issues. The u5 chip was also received for evaluation. Analysis confirmed reported problem "broken pin". Could not be tested in the system with the broken pin. Although no fault was found with the returned circuit board, replacement of the part resolved the issue. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. This event was identified during a retrospective review as discussed with the FDA (B)(4) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the imaging system would not acquire 2d images. It was reported that the user brought the system into the operating room and attempted to take 2d images, but the system would not do so. The system was rebooted three times. After the third reboot, the system displayed a red 'x' for the generator status, indicating that it was not ready. The use of the imaging system was discontinued at this point, and the procedure was completed using a c-arm. There was a reported delay to the procedure of less than 1 hour due to this issue. The patient was not impacted.